Event description:
Info received on 8/13/96 indicates dr completed a surgery and tried to use the device. The device did not function as desired and he had to remove the device. Add'l info acquired on 9/5/96 indicates "difficult activation." No further info can be obtained at this time.